Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that two days after being implanted on (B)(6) 2016, they ended up in the hospital with blood clots. The patient reported that their bandages were ripped off and the wounds got an infection. The patient stated that the implantable neurostimulator (ins) site was "nasty." It was noted that the patient was administered antibiotics; however, they broke out in hives because they were allergic to something they were given. The patient stated that it took 3 weeks to get it all cleared up. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.